Event description:
Caller took 13 units of novalog and ran a blood test 3.5 hours later with a result od 408mg/dl. Two minutes later they report testing 129mg/dl and 2 additional minutes later they tested 246mg/dl. All tests were performed on the dame device. No adverse event reported and not treatment received. No quality controls were used. Requested return of suspect devcie and replacement was sent.